Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley tray was missing the povidone-iodine packet.

Event description:
It was reported that the foley tray was missing the povidone-iodine packet.

Manufacturer narrative:
The reported issue (it was reported that the foley tray was missing the povidone-iodine packet) was confirmed, as cause unknown. During visual evaluation it was found that the next components were not present in the received sample: csr wrap, drape, gloves (pair), 1 single level tray, 10% povidone iodine solution packet, sticky belly band, orange label, insert folded for bard single level foley generic label, and patient education card catheter. The root cause of missing components could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." (B)(4).